Event description:
It was reported that during a minimally invasive calcaneus surgery the saw blade broke and got stuck in the attachment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a broken drill stuck inside the clamping system. A most likely cause for the reported event can be attributed to improper device handling.